Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician used a taxus express2 2.5x16mm drug eluting stent to treat a lesion in an unknown vessel. The balloon was inflated to 10 atm's. The physician experienced difficulty removing the balloon from the stent. The balloon was able to be removed and the stent remained in good position. No patient complications were reported. Patient status is satisfactory.